Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a compromised force sensor system alarm test, excessive no delivery test, and displacement test. Pump was received with a cracked case at the display window corners and with a minor scratched lcd window. No cannula or belt clip assembly was received with the pump. They were not able to verify complaint of cannula or belt clip.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with a blood glucose of 569 mg/dl. Customer stated that they were starting to go into diabetic ketoacidosis. Customer had symptoms such as a headache, dizziness, chest pains, shortness of breath, stomach pain, and hot flashes. Customer was given fluids and insulin and was released that evening. Customer was wearing the insulin pump at the time of the 911 call. Customer stated that when they got home, they removed the cannula and a small piece of plastic was in the customer's skin like a lightning bolt at a 90 degree angle. Customer went to the hospital and their blood glucose was 671 mg/dl. Customer stated that they could smell insulin from the pump. Customer was advised that the insulin pump will be replaced.